Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery was found to be fully charged. The header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Rests of coagulated blood were found inside the header bores. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. With regard to the issues mentioned in the complaint description, no peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
At implant the leads were placed and tested with good numbers through the analyzer. After the leads were hooked up to the device and the device was placed in the pocket, the mode was changed from doo to ddd, and then the leads were tested through the device. The atrial lead was showing intermittent noise, sensing ranging from 0.3 to 2mv, and a bipolar impedance <100. An x-ray was performed and it was noted the set screw looked alright. The device was then removed from the pocket and the connection looked fine. It was thought that maybe the lead got nicked and was damaged, so the physician positioned a new atrial lead and removed the first one. While the set screw was being screwed onto the new lead, it made a very uncharacteristic "crunchy" noise. Testing through the device revealed the screw being screwed in. The device was explanted and a new one implanted.